Manufacturer narrative:
Neither the kit lot number nor the sample were provided for a specific investigation. A review of complaint trends reveals that all of the alere determine hiv 1/2 combo lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence does not indicate that the product is performing outside label claims.

Event description:
This case was reported through a customer satisfaction survey. No additional patient information was able to be obtained. The total number of (B)(6) results experienced by this customer was not able to be confirmed with the customer. (B)(6) results were reported from serum samples tested with the alere determine hiv 1/2 ag/ab combo. Date of event(s) were not reported. (B)(6) confirmation method is unknown. There is insufficient information to determine if a malfunction occurred. The patient's gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).